Manufacturer narrative:
The benefit-risk relationship of the product is not affected by this report.

Event description:
Knee very swollen (joint swelling). Couldn't move leg or walk (abasia). Knee hot (joint warmth) knee pain (arthralgia). Case description: spontaneous report was received on (B)(6) 2013 from a female patient (age not provided), initials (B)(6), with osteoarthritis. The patient's medical history was not provided. On (B)(6) 2012, the patient initiated treatment with synvisc one (hylan g-f 20) injection, 6 ml, once (route not provided) into an unspecified location. The lot number for synvisc one was not provided. On an unspecified date, the patient developed knee pain. On an unspecified date in (B)(6) 2013, two weeks after the injection, the patient's knee became very swollen and hot, and continued in additional info section couldn't move her leg or walk. The following morning, the patient went to emergency department and was admitted for arthroscopy. After four days the patient was discharged from the hospital. It was reported that the patient's knee was still swollen and she was hobbling around. The outcome for the events of knee hot, couldn't move leg or walk and knee pain was not provided. Concomitant medications were not provided. The intensity for the events of knee very swollen, couldn't move leg or walk, knee hot and knee pain was not provided. The causal relationship between synvisc one and all the events was not provided.